Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (shoulder arthroplasty registry, iirr 00608). The subject underwent a shoulder arthroplasty on (B)(6) 2024, during which the univers revers apex implant system was implanted. Upon review of patient charts, it has been discovered that the patient underwent orif of a proximal humerus fracture on (B)(6) 2025. The patient reported it on 10-feb-2026. The patient has no pain and good rom. According to the clinical assessment, the event was determined to be unrelated to the implanted devices.